Event description:
Information was received indicating that during use of this smiths medical cadd administration sets, the patient experienced leaking from the inline filter. It was reported that leaks occurred from the dimple in the inline filter according to the father and the nurses. Blincyto was the drug being infused using a 48-hour bag and the rate was 5 ml/hour. No patient injury reported.